Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3: reference MFR. Report# 3006705815-2019-00462, reference MFR. Report# 1627487-2019-02007. It was reported the patient experienced discomfort. In turn, the patient experienced redness located along the leads and ipg site. As a result, the patient underwent surgical intervention wherein the scs system was explanted which resolved the issue.

Event description:
Device 2 of 3. Reference MFR. Report# 3006705815-2019-00462; reference MFR. Report# 1627487-2019-02007.